Manufacturer narrative:
Philips service reloaded the geoipc software and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geoipc communication failure occurred, causing mechanical movements to fail on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.